Manufacturer narrative:
Submit date: 2017-09-14.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the enteral feeding pump had no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audio. The unit was triaged and the reported condition was confirmed; a chip had been displaced towards the lower side of the pcba. The leads of the chip are bent/damaged. This is likely caused by contact with the uppermost screw boss to the device casing. A trend has been identified and a corrective and preventive action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.